Event description:
It was reported that the device was used during an unknown procedure. It was reported that the device did not function. The case was completed with another hp052. There was no pt consequence.